Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which led to bacterial peritonitis. The breach in aseptic technique was not further specified. The peritonitis was manifested by abdominal pain and cloudy effluent. On the same day as the event onset, the patient was hospitalized for peritonitis. On the same day as the event onset, the patient began treatment with imezidim (1 g, intraperitoneal, frequency not reported) and valbivi (1 g, intraperitoneal, frequency not reported) for peritonitis. Sixteen days after the event onset, treatment with imezidim and valbivi were discontinued and the patient was recovered from this peritonitis event. On an unreported date, the patient was retrained in aseptic technique. Twenty-three days after the event onset, the patient was discharged from the hospital. Dianeal therapy was ongoing. No additional information is available.